Manufacturer narrative:
The hill-rom technician found the brake casters were broken at the support. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in ICU 7 at the account. There was no patient/user injury reported. (B)(4).